Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A professor of ophthalmology reported that surgeons in his facility have recently began to notice "oil like" droplets in the viscoelastic products. These droplets have been reported to partially obscure the surgeons' view making procedures more difficult. In recent months, the facility has also experienced increased cases of tass (toxic anterior segment syndrome) for which they are struggling to find the source. Although the oil like droplets in the viscoelastic were not seen in the cases of the patients that developed tass, the facility has requested an investigation to determine if the viscoelastic products could have been a contributing factor. Additional information was requested but none has been received to date.